Event description:
It was reported that during a pci procedure involving a lesion located in the distal left anterior descending (lad) coronary artery, the maverick2 monorail balloon failed to deflate after the first inflation. Inflation pressure and contrast media percentage is unknown. It was further reported that the balloon deflated slightly and the physician aggressively pulled out the device. The device was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
Returned product analysis verified the deflation difficulties experienced during the procedure. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the catheter shaft revealed that the shaft was necked down just proximally from the proximal balloon bond site. The balloon was inflated with water and an inflation device in an attempt to flush out the catheter prior to inflation and deflation testing. The balloon could not be flushed out due to the neck down; therefore, inflation and deflation testing could not be performed. It appears that the outer shaft neck-down restricted the inflation/deflation lumen and contributed to the deflation difficulties. It could not be determined how or when the shaft neck-down occurred. Visual and microscopic examination of the rest of the catheter did not reveal any defects or damage to the device that would have contributed to the deflation difficulties or the removal difficulties. The proximal laser bond information for this batch # 8704971 was reviewed and found to meet all manufacturing specifications. The manufacturing records for top assembly batch 8704971 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the deflation difficulties experienced during the procedure could not be determined.